Manufacturer narrative:
Product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer contacted via e-mail and stated that for the third time, a toothbrush head had fallen apart in his/her mouth; the tiny little set screw in the top of the toothbrush head had worked itself out of place. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that for the third time, a toothbrush head had fallen apart in his/her mouth; the tiny little set screw in the top of the toothbrush head had worked itself out of place. No injury was reported.